Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscope inspection found that no light was exiting the connector face and no aim beam exiting the fiber tip. Laser fibers are consumable devices and are expected to degrade with use. The reported allegations of fiber overheat was confirmed. The interaction of the console with the connector having this fracture likely let to overheat causing the burn marks observed. The observed condition of no light exiting the connector can be result of an internal connector fracture. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber fire. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states to carefully inspect fiber for kinks, punctures, fractures or other damage. And hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the fiber appears damage or if the spot is weak or not visible, do not use the device. Return it to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned was cause traced to component failure, indicating that an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that this fiber burned during the firing procedure. The procedure was completed with different fiber. There were no report of patient complications.

Event description:
It was reported that this fiber burned during the firing procedure. The procedure was completed with different fiber. There were no report of patient complications.